Event description:
It was reported that the lead exhibited less than 200 ohms impedance and loss of capture at 5 v at .5 ms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.